Event description:
It was reported that during insertion of the iab, resistance was encountered, and the catheter could not be advanced further. With additional manipulation of the catheter, the physician was able to complete the insertion. Almost immediately, blood was noted backflowing into the catheter. The iab was removed and replaced without any complications.